Manufacturer narrative:
Field service engineer troubleshot and found the alignment issues was due to the image system transducer board being damaged when fluid got into the tub. Qa discussed issues with fse who said that fluid from procedures got under table when patient tilted head down and drain bag assembly was closed or collapsed inadvertently by the physician. Fse replaced transducer board and resealed tub and verified proper operation per service checklist. System returned to full service by the customer.

Event description:
On (B)(6): customer reports patient undergoing a urology procedure when fluoro failed. Physician was able to finish procedure by use of endoscopy camera. Customer provided no patient or procedural information other than to say procedure completed and patient is fine. No reported injury.